Event description:
A (B)(6) male pt's wife contacted zoll customer support for an unrelated issue. During servicing of the electrode belt, a reportable event was discovered. The electrode belt trunk cable was cut. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon eval, the trunk cable was cut, exposing damaged wires. The root cause of the damaged cable and internal wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.